Event description:
It was reported that the t:slim x2 pump battery failed to charge, accompanied by a power source alert labeled alert 07. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by plugging into a different wall outlet, which allowed the pump to begin charging, and no further assistance was required.